Event description:
My skin was severely burned after a few minutes from this (B)(6) product. I had to see a dr, I have burn marks on my face. I contacted the (B)(6) and they told me, we don't care about profanity deess gp586 permanent hair removal device, 350,000 flashes home use, ipl hair removal system for face and body, 2 in 1 [hair removal, skin rejuvenation]. My skin is burned and bubbly. I returned the product as it had a 30 day refund. The company claims no responsibility. FDA safety report ID # (B)(4).